Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to open due to insufficient push force. The field service engineer (fse) noted that drawer 6's solenoid responded much faster than drawer 5's. The fse replaced the solenoid in drawer 5 and tested it using the hardware test application to confirm the drawer functioned properly. However, after reinstalling the 2x2 cubies, the drawer became slow again. The cubies appeared to have a high side, possibly indicating a bent lid, though no visible signs of dragging, scratches, or wear were found. The customer moved the high-use medication to another drawer and successfully inventoried the original drawer without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.